Event description:
It was reported the patient was in vf for an hour. Multiple shocks were ineffective. The patient presented to the ER and was externally defibrillated. The patient condition is well due to an implanted mechanical heart pump.

Manufacturer narrative:
.